Event description:
An end user with an indwelling foley catheter was driving an atv and crashed. When attempts were made to change the foley catheter, the balloon of the foley would not deflate.

Manufacturer narrative:
A (B)(6) male with an indwelling foley catheter presented in the emergency following an accident with his atv. Upon arrival in the emergency room, it was noted that the specimen port on the drainage system had broken off in the accident. When attempting removal of the catheter for replacement with a new one, they were unable to fully deflate the balloon. They cut the pigtail on the inflation/deflation port and reported that the balloon still did not fully deflate. The catheter was later removed in the radiology department. The sample was returned and evaluated. The inflation/deflation valve was not returned. To test the sample, a valve from another catheter was inserted into the remaining channel of the lumen. Using a syringe, the balloon was inflated with 30ml of water. It remained inflated without any issues. Then the syringe was inserted and the balloon deflated when the plunger was pulled. As a second test, the balloon was again inflated with 30 ml of water. The pigtail of the inflation/deflation port was then cut below the valve and the balloon deflated on its own without resistance. We were not able to confirm the issue with the returned sample. We have not had any other similar issues reported to us for this catheter. No corrective action is being taken at this time.